Event description:
A 2.5mm by 15mm ptca balloon was used to pre-dilate a severely calcified lesion in the distal posterior descending coronary artery. Another manufacturer's stent was unsuccessful in crossing the target lesion; therefore, it was pulled back and deployed in the mid-right coronary artery. The 3.0mm diameter by 12mm length s7 stent delivery system was inserted and advanced through the previously deployed stent. However, it could not cross the distal lesion, and it was removed from the pt. Another manufacturer's stent was inserted into the coronary artery, but could not cross a lesion in the proximal vessel. It was noted under fluoro that the stent from the s7 stent delivery system was dislodged in the proximal vessel. The s7 delivery balloon was then checked and did not have a stent on it. The other manufacturer's stent was removed from the patient. A 3.0mm ptca balloon was inserted and advanced through the dislodged stent. The stent was deployed in the proximal lesion site. The distal target lesion was subsequently treated with another manufacturer's stent. The pt was reported to be fine post procedure and there are no additional clinical sequelae reported related to the event. The instructions for use were not performed when the severely calcified lesion was not 1:1 pre-dilated. The stent being pushed distally and then proximally through the previously deployed stent likely contributed to the stent dislodgement.